Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ lump/nodule: unable to observe as it is not related to the device. ¿ varied injuries: unable to observe as it is not related to the device. As per the investigation procedures observed one opening assessed as surgical damage like, creases, wear abrasion and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side "removal of textured devices due to product concern, lump on breast/armpit, and weight loss." The event of "weight loss" is not device related. Later, healthcare professional reported implant exchange due to the patient's concern with the product plus reported a lump/nodule in armpit area. Additionally, healthcare provider reported "capsular scare tissue". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported, left side lump on breast/armpit (captured as lymphadenopathy). And removal of textured devices, due to product concern. It was also reported, patient experienced weight loss. Which is deemed not device related. The device remains implanted.